Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. Two log files were reviewed, containing data that collectively spanned 17 days ((B)(6) 2020 per time stamp and (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Several backup battery fault alarms were observed throughout the data, all caused by load test failures. The battery failed a load test multiple times due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. No other notable events were observed throughout the data. The system controller was functionally tested and was found to perform as intended. Atypical events, including backup battery fault alarms, were unable to be reproduced. The root cause of why the backup battery failed the load tests, triggering the alarms, was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are a known issue and are being addressed via a corrective action. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a backup battery fault alarm. The backup battery was reseated and the alarm resolved. Log file analysis confirmed backup battery fault alarms. On (B)(6) 2020 the patient began to experience multiple backup battery fault alarms which were confirmed through log file analysis. The fault occurred because the backup battery failed the load test. It was noted that the patient had multiple backup battery replacements and controllers. The system controller was ultimately exchanged without any issues.